Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over to multiple stations. The technical support specialist (tss) dialed into the server and executed a downtime query using structured query language. The tss verified that the care fusion coordination engine (cce) time was synchronized with the server time and confirmed the disconnected flag was set to 0. All services were running normally. The tss then logged into the health system viewer (hsv) and found no patient or order delays. Reviewed debug logs and confirmed successful publication of data changes. The customer verified that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ es server, the patient and orders were not crossing over on multiple stations. The customer reported that the alleged malfunction occurred while the user was attempting to dispense medication to the patient which resulted in a delay to patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ es server, the patient and orders were not crossing over on multiple stations. The customer reported that the alleged malfunction occurred while the user was attempting to dispense medication to the patient which resulted in a delay to patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.